Event description:
During one firing of the ir45g, partial stapling and malformed staples were observed. Another device was used to complete the procedure with no pt consequence.

Manufacturer narrative:
The ir45g was evaluated and no abnormalities were noted that would have caused the partial stapling and cutting. The DHR was reviewed and no discrepancies were found.